Manufacturer narrative:
Citation: navarese ep et al. Age-related 2-year mortality after transcatheter aortic valve replacement: the young tavr registry. Mayo clin proc. 2019 aug;94(8):1457-1466. Doi: 10.1016/j.mayocp.2019.01.008. Epub 2019 feb 27. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a comparative assessment of the natural history of patients of different ages who underwent transcatheter aortic valve replacement. All data were collected from multiple centers between september 2013 and july 2016. Clinical outcomes were defined according to the valve academic research consortium-2 (varc-2) criteria. The study population included 1,002 patients (predominantly male; mean age 79 years), an unspecified number of which were implanted with medtronic corevalve or evolut r bioprosthetic valves. No serial numbers were provided. Among all patients, the all-cause mortality at 30-days, 1-year, and 2-years post implant were discussed. No other details were provided. Multiple manufacturers were noted in the literature; based on the available information, medtronic product was not directly associated with the deaths. Among all patients, adverse events included: permanent pacemaker implantation, new-onset left bundle branch block, new-onset atrial fibrillation, moderate-severe aortic paravalvular leak, increased aortic valve gradients, vascular complications (no other specifics provided), and major adverse cardiovascular events (mace). Mace was reported to include myocardial infarction and ischemic stroke. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.